Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the patient's mother on (B)(6) 2011 and obtained the following information: on (B)(6) 2011 at 1:15pm (during a doctor's office visit with his endocrinologist), the patient obtained a reading of "160mg/dl" with the subject meter and "111mg/dl" with his endocrinologist's meter, performed less than 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Approximately three hours prior to the start of the alleged issue, the patient reportedly experienced symptoms of shaking and slurred speech and had also obtained a blood glucose result of "50mg/dl" with his secondary (contour) meter. However, the patient's last blood glucose result prior to the start of his symptoms and his action in response to his last blood glucose result are not known. Immediately after his symptoms began, the patient reportedly consumed a peanut butter cracker and drank soda as self-treatment. During the patient's time in the doctor's office, the patient did not take any action in response to the alleged meter issue. According to the patient's mother, it was also discovered that the patient has another health condition. The endocrinologist had also diagnosed the patient with having "thyroid storm" and indicated that the patient's medical condition was causing rapid drops in his blood glucose and symptoms. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue began. The patient's mother also confirmed that the patient's reported symptoms was a result of a separate health condition the patient was recently diagnosed with. There is no evidence of a delay in treatment. However, this complaint is being reported because, the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.